Event description:
It was reported to medtronic neurosurgery that after connecting the external drainage system to the ventricular drainage catheter, which had been placed during surgery, the neurosurgical registrar noticed fluid leaking from the hard plastic housing of the 3 way stopcock immediately behind the luer lock connection. The report states that the device was then replaced. According to the report, the patient did not incur any adverse impact or injury and was in stable condition following the event.

Manufacturer narrative:
The device was patent. Cracks were observed in the proximal and needleless injection site arms of the patient-line stopcock. The device did not meet the requirements for leak testing due to the cracks. A review of the manufacturing and inspection records showed no anomalies. (B)(4).